Event description:
Pt implanted with straight wrist plate and an 8 screw construct for a right wrist fracture on (B)(6) 2011. Pt complained of pain in right wrist and pt noted as healed. Pt returned to operating room on (B)(6) 2012, for hardware removal. Hardware was removed and pt was not revised to any add'l hardware. This is the first of 9 reports submitted on this event.

Manufacturer narrative:
Device was not returned for eval. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition. The lot conformed to all material certificates.